Event description:
Medtronic received information that following the implant of this 26 mm transcatheter bioprosthetic valve, the patient required surgical repair of the left femoral artery due to a perforation caused by an st. Jude 18fr sheath. It was reported that during the initial insertion of the 18fr cook sheath, it was difficult to advance the sheath into the artery. It was decided to change to a st. Jude 18fr sheath and with some difficulty, the sheath was able to be inserted. During sheath removal, small injections of contrast were injected into the femoral artery and no leaking of contrast was seen. Just prior to complete removal of the sheath, the patient's hemodynamics dropped and angiogram of the femoral artery showed no leaking of contrast. The sheath was removed and the femoral artery was closed. Final angiogram of the femoral artery showed leaking of contrast with retroperitoneal bleeding. Subsequently, a balloon was inserted to occlude the femoral artery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)